Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of multiple no delivery alarms on their insulin pump. Customer's blood glucose level was 200mg/dl. The customer states the reservoir leaked insulin after removing plunger rod. Troubleshooting was conducted, and the device alarmed for no delivery. The customer was advised that the device would have to be replaced and returned for analysis. The customer was advised to monitor their blood glucose levels and revert to their healthcare provider for treatment.